Event description:
The manufacturer received information alleging unit not working and not turning on after cleaning the unit. During the evaluation of the device at the third-party service center, it was found that the pca was burned, and the device was scratched. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.